Manufacturer narrative:
Batch review performed on 21 january 2021: lot 178296: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-03-09. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Additional devices involved: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) batch review performed on 21 january 2021: lot 163970: (B)(4) items manufactured and released on 01-sep-2016. Expiration date: 2021-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
On (B)(6) 2021, 1 year and 3 months after previous surgery, the patient came in reporting pain and instability and the cause is unknown. The surgeon revised the competitor stem and medacta head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.